Manufacturer narrative:
The pump has not been returned for evaluation therefore, no determination could be made for the reported incident. K-7626 6/7/2006.

Event description:
The pump overran fluid during the shoulder case and the patient experienced swelling to the shoulder. There were two pumps used in the procedure with two different serial numbers. The sales rep indicated he noticed that both pumps were doing the same thing. There was an eight minute delay reported.